Event description:
Unomedical reference number: (B)(4). Event occurred in united states. The patient reported that her infusion set's cannula was kinked. Reportedly, her blood glucose was more than 600 mg/dl and she experienced diabetic ketoacidosis. She self-treated with a correction bolus. Subsequently, she was admitted in the hospital, where she received some unspecified fluids and insulin drip as corrective treatment which resolved the issue. She was hospitalized for four days and there was no permanent damage to the patient. The infusion set was used for less than three days. Reportedly, her blood glucose had come back to the target. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.